Event description:
Device came for removal of ziopatch due to doctor's request per telephone encounter, upon removal noticed skin breakdown and red irritation, tender to touch, patient stated drainage but not visible.